Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited "light and camera look ok once not in patient; when using, the image is bright white." The malfunction was identified during reprocessing. There were no reports of patient harm.